Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. Measured dimensions were found to be within tolerance. The fracture artifacts suggest the insert likely fractured from a bending overload. Device history record was reviewed and no discrepancies were found. A definitive root cause for the reported event could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip would not connect with the impactor. No direct impact with the patient was reported.